Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported irrigation failure and the solution did not come out during a cataract procedure. The fourth replacement product was obtained and the procedure was completed. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. Based on our current tracking, there are no adverse trends for this reported complaint. A customer reported, that irrigation failure occurred, with three paks. And the solution did not come out at all, during surgery. Four unopened fluidics management system (fms), were visually inspected and no obvious defects were detected. The sample were tested using an console. The fluidics management system (fms) primed and tuned with the ultrasonic handpiece, the 0.9 millimeter (mm) air bypass system (abs) tip and infusion sleeve from lab stock successfully. Irrigation flow rates met specification. The root cause of the customer's complaint could not be established. The returned sample functioned, per specification. This complaint has been reviewed. And it is determined, that no further actions will be pursed at this time, as the sample met specifications. Quality assurance has reviewed this complaint. And will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).